Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement since the pump pulled out of the left ventricle (lv) while patient was being adjusted in the bed.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the 52 year old male patient was on impella cp support and during support, the pump position was being optimized. When nurse was adjusting patient in the bed, impella was pulled back into aorta. Attempts to reposition device under echo in ICU unsuccessful. Patient brought to cath lab for explant and replacement of impella cp. There was no harm to the patient.